Event description:
It was reported that during the implant procedure the right ventricular lead exhibited high lead impedance; the lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.